Event description:
Dealer states: commode was issued to user in (B)(6) of 2010. Commode seat is cracked and there was injury. New information received clarifies that the injury that was initially reported was a pinch. No medical attention was received. It was confirmed a new commode was delivered without further incident.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9630-0, serial number/date code unknown was issued to this user approximately 2 years ago. The owner's manual part number 1148075, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. In speaking with the user of the device, it was learned she has received a replacement unit.